Event description:
Information received from the field does not address the patient's clinical status but notes >3 kohms lead impedance in the bipolar configuration and sporadic pacing behavior. The lead was repositioned but the lead ring did not line up with the (+) connection in the header. The setscrew was loosened and the lead was pulled back slightly. The set- screw was retightened and the pocket was closed. Normal behavior was observed.